Event description:
It was reported that the core universal driver would only run in reverse during a bunionectomy procedure. There was a delay of one hour to the case as a result of this event. Backup equipment was used to complete the case. There was no medical intervention required as a result of the event.